Event description:
It was reported by the aci sales professional that a (B)(6) female patient who weighs (B)(6) underwent a diagnostic coronary catheterization procedure on (B)(6) 2011. Access was at the right common femoral artery (rcfa) via a 6f sheath. A pre-procedure femoral angiogram showed no presence of calcium. Post procedure, the physician who is a trained user of the mynx, selected the device to close the access site. It was reported that the physician shuttled down to advance the advancer tube. When he retracted the sheath, the advancer tube did not engage. The physician removed the device and converted the patient to 5-10 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home per hospital protocol with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. The review of the lhr (lot f1121404) indicated that the mynx lot met all established performance criteria prior to shipment.